Manufacturer narrative:
Investigation ¿ evaluation: it was reported that the cook chest drain valve from a wayne pneumothorax set leaked. The device was used to drain a hemothorax. After the device was placed, the physician discovered the chest drain valve leaked. Only the cook chest drain valve was removed and replaced with a new drain valve. The customer could not specify to what other ancillary devices this device (cook chest drain valve) was connected. There were no adverse effects to the patient due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. Cook received one used chest drain valve. Tabletop testing found the valve only leaked at the press fit location. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The product IFU, [c_t_waynemod_rev5] "wayne pneumothorax set for seldinger placement," provides the following information to the user related to the reported failure mode: contraindications: "not recommended for large fluid accumulation or hemothorax" instructions for use: "confirm catheter placement by valve movement and fluoroscopic or roentgenographic verification. All connections must be secure and airtight. Perform inspections of the catheter and connections regularly." Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that the main cause of failure was use of device in a contraindicated procedure. The IFU has a contraindication for using this device for large fluid accumulation or hemothorax. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5 correction: h6 - annex f this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided. The device was used to drain a hemothorax. After leakage was identified, the cook chest drain valve was removed and replaced with a new drain valve. The customer did not specify what other ancillary devices the cook device was connected to.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the cook chest drain valve from a wayne pneumothorax set leaked. After the device was placed, the physician discovered the chest drain valve leaked. The device was immediately exchanged for a new device set. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.